Event description:
It was reported that the utilizing department was informed of an alleged non-conformity on two units with two pts of midline groshong catheters, since after two days from positioning, the catheter "sheared off". On (B)(6) 2014 it was reported -the catheter broke near the end of the connector. The catheter did not embolize.

Manufacturer narrative:
A lot history review (lhr) of reyg0327 showed no other similar product complaint (s) from this lot numbers. The device has not been returned to the MFR, at this time, for eval.